Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level was 98 mg/dl. Review of the pump data logs by tandem technical support verified that the boluses were manually requested by the customer. Customer maintained belief that pump delivered the boluses without user input. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.